Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance spiked to 1748 ohms from 532 ohms; impedance continues to rise and is variable. Beginning (B)(6) 2015, v sensing integrity counts up to 781; vt-ns episodes collected due to lead noise oversensing. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. Additionally, the lead had sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.